Event description:
The alarms did not resolve and the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller experiencing a communication issue and irregular battery alarm was not confirmed. There was no photos or log files submitted for review. System controller, serial hsc-114994, was not returned for analysis. The provided information stated that the system controller¿s white power cable was not working properly. It had bad connection to the system monitor and mobile power unit (mpu) and caused irregular battery alarms. The extent of the damage is unknown. Additional information provided stated that the alarms resolved after the controller was exchanged and it will not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller's white power cable was not working properly. It had a bad connection to the system monitor and the mobile power unit (mpu) and caused irregular alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.